Manufacturer narrative:
Follow-up #1 date of submission 05/17/2016-product analysis: the device was returned and evaluated by product analysis on 05/05/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. The transmitter successfully paired with a test pump and was able to calibrate appropriately. The transmitter and test pump were exercised successfully and performed within specification; no issues or alarms were experienced.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a transmitter failure. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.